Event description:
It was reported that during a reversal of hartmann's procedure, for patient to regain normal bowel function, the device was difficult to remove and the anvil actually detached from the gun and the gun pulled on and tore the anastomosis. Consequently, the surgeon had to redo the hartmann's and give the patient a permanent colostomy. This was a cardiac patient who became hypertensive and could not be anesthetized for the amount of time it would have taken to do another resection and new anastomosis. There was no other patient consequence.